Event description:
A report was received that after a permanent implant procedure, the patient passed away. The patient was doing well until the procedure was completed and then the patient experienced difficulty breathing then passed away.

Event description:
A report was received that after a permanent implant procedure the patient passed away. The patient was doing well until the procedure was completed and then the patient experienced difficulty breathing then passed away.

Manufacturer narrative:
Additional information was received that the physician believes the patient's cause of death was a massive heart attack during procedure. The physician stated the patient's death is not device or procedure related.

Manufacturer narrative:
Additional suspect medical device components involved: model #: sc-2158-70, serial/lot#: (B)(4), description: linear lead with enhanced stylet, 70cm; model #: sc-4316, serial/lot#: (B)(4), description: next generation anchor kit-sterile.